Event description:
Patient was set to have a dht placed for his chemo agent and nutrition. Despite the rn using the cortrak to place the feeding tube, it was placed in the right lung. The rn notified the provider that the patient started having increasing secretions and oxygen requirements due to desaturation. A cxr was obtained and the patient was noted to have a dht inserted into the right lung. The dht was removed. Another cxr was obtained and the patient was noted to have a newly developed pneumothorax. A right chest tube was offered but the patient refused, subsequently, and they made himself dnra-cca and dni. FDA safety report ID # (B)(4).